Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument was not functional and was found to have the accessory of the joint part protruding. There was no report of fragments falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer found the wrist of the instrument protruded with no loose or dislodged pin. There were no other abnormalities noted. The instrument was not in strong grip mode. The instrument jaws were not stuck in a closed position and did not fail to unclamp (from tissue) or open when commanded by the user or system. The customer used a backup instrument of same kind to continue the procedure and confirmed that no fragment fell inside of the patient. No intra-operative or post-operative complications (e.g. Unexpected bleeding, anastomotic leak, bladder/ureter damage, nerve damage etc.) Were observed. The patient had no injury or harm. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument, however, at this time, evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post-evaluation and/ or if additional information is received. No images or videos were submitted for review. A review of the instrument log for the force bipolar instrument (part# 471405-06/ lot/serial# (B)(4) associated with this event has been performed. The force bipolar instrument was last used on (B)(4) 2022 via system serial#(B)(4). There were 4 uses remaining after this last usage. A review of the procedure log showed the site performed this myomectomy surgical procedure on (B)(6) 2022 via system sk2512. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the grip tip sticking out/jaw dislodged. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator (mtm) activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. Field is blank because the product is not implantable. Information for the blank fields in is not available. Fields are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "it was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument was not functional and was found to have the accessory of the joint part pop out¿. Failure analysis could not verify the external event. Visual inspection was performed and no grip misalignment or dislodged component at the distal tip was observed. No issues with manual articulation of the instrument's inputs were observed. The grip tips moved accordingly. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The bumper test was performed and passed. There was no problem detected. Additional information can be found in the following fields: g3, g6, h2, and h3.failure analysis information can be found in the following fields: h6 and h10.

Event description:
Refer to h10/h11 for follow-up information.